Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was returned for evaluation. The sample was visually inspected and a knot was observed on the j- tube. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The patient reported kinked jejunal tube. The percutaneous endoscopic gastrostomy (peg) tube was replaced due to the kink in the jejunal tube. During device evaluation it was found that the pig tail of the tube was knotted.